Manufacturer narrative:
H6: medical device problem code 1494 clarifier- indication for use. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with two prostyle devices after a cardiac ablation interventional procedure using an 8.5f sheath. Reportedly, after the suture was placed, the knot was attempted to be pushed with the suture trimmer, but the knot was too firm to be pushed. Therefore, the suture was cut, and a new prostyle was applied. The suture of the new prostyle was placed without issue, but when the suture trimmer was advanced, the suture at the distal end of the knot broke and came out. A figure 8 stitch was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The pre-close technique was not used when closing with a sheath greater than 8f. The electronic prostyle instructions for use (eifu) states: the perclose prostyle smcr system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures. For arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. In this case, the IFU deviation would not have contributed to the reported difficulty; the investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.